Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. The pump was replaced to continue the treatment. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Emergency support program (esp) personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the alarm continued to go off despite changing the iabp. The customer wanted to know if there was anything else they could do to resolve the alarm. The customer mentioned the balloon was placed axillary and the catheter had been repositioned multiple times over several days. Personnel verified with the customer there was no blood or discoloration in the helium tubing, check all helium tubing connections and verify there were no kinks. The customer attempted to fill the balloon using the iab fill key without success. Personnel explained to the customer a x-ray should be done and to notify a physician of the issue. If the balloon was in the correct position then the provided would need to make the decision of balloon exchange since it would not fill. Esp personnel then spoke with more customer staff and was informed they were able to get the balloon to fill after several tries. It was also reported that the patient was scheduled to go to the cath lab for catheter exchange later in the day.

Event description:
N/a.